Event description:
It was reported that during a surgical procedure at the user facility the irrigation sheath melted. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Customer did not return the device.

Event description:
It was reported that during a surgical procedure at the user facility the irrigation sheath melted. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.